Event description:
Manufacturer's response regarding uf report #(B)(4) in which wanded sponge did not detect.

Manufacturer narrative:
Rf surgical systems' engineering evaluation of the returned sponge with rf tag confirmed the user facility's report of one non-functioning rf tag of the (B)(4) sponges used during a surgical case as tested by the nursing staff. Lot inspection records and post-market surveillance records confirmed that the reported incident was an isolated and unique issue. Microscopic examination of the non-functional tag identified a broken lead wire occurring after multiple 100 percent performances tests used in the manufacturing of the rf tag and sponge. The clinical staff followed standard hospital protocol to perform an x-ray when a sponge count is incorrect and cannot be resolved by patient scanning with the rf assure detection system to locate and remove the noted sponge. No patient injury or complication occurred, as reported by the institution.